Manufacturer narrative:
Device evaluation: device evaluation not yet completed. A review of the device history record did not reveal any exception documents. Results/conclusions - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The gauge needle did not move when pressurized during a percutaneous transluminal angiography. The doctor noticed this right away and replaced the device with another. There was no report of harm or injury.